Event description:
Pt had balloon rupture during angioplasty procedure. A segment of the balloon was retained within the pt. This was able to be removed as a unit. Procedure was able to be complete with no additional complications. Pt had no harm or additional procedure related to this event.